Event description:
Event description guidant received information that this ventricular lead was explanted due to loss of capture. No adverse patient effects were observed. The lead was returned for analysis.